Manufacturer narrative:
Section d information references the main product. Other applicable components are: product ID 3889-28 lot# va0e6ys serial# implanted: 2013 (B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had the ins and lead removed on august 28, 2018. The patient stated that the implant never provided therapy relief for him and the wire was removed because he wanted an MRI of his back to due a back injury. The patient also asked what he could do with the patient programmer. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient indicated that their implant was "not functional" and the patient had only used it for a couple years because they did not receive therapeutic benefit for their bladder issues. According to the caller the patient tried for about a year, but could not get it to stimulate the sacral nerve properly thus the patient wanted information on device removal, but no removal was currently planned or scheduled. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.